Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 4.x." Customer reported discrepant low results compared to lab on two patients; only had specific results for one of them.

Manufacturer narrative:
Investigation pending.